Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a full system explant due to infection. During the explant procedure, the physician reported that the patient experienced cardiac arrest event, resuscitation efforts were successfully performed an external ventilator device was used to help support the patient. The crt-d system was successfully explanted, and the procedure was completed. No additional adverse patient effects were reported. The crt-d system was retained by the hospital.